Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave 2.0 nav catheter was selected for use. The device was contaminated. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The details on how the device became contaminated are currently unknown. The device isn't expected to return for laboratory analysis. As it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.